Event description:
Siemens was notified on (B)(4) 2014, that a customer has observed during two spiral examination a dose change from 278mas to 971mas (max dose). There is no report of injury to the patients. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens was notified of the reported event on (B)(4) 2014. This MDR is being mailed on (B)(4) 2014. The reported issue was not noticed before and could not be reproduced by siemens, therefore siemens requested additional information from the customer. The investigation is ongoing and a supplemental report will be submitted up completion.